Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the aortic neck was approximately 11mm in length.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.4 in diameter abdominal aortic aneurysm. It was reported that during the index procedure, a proximal type I endoleak was seen on the final angiogram run. The physician stated the possible cause of the event may have been due to difficult access, short aortic neck and heavy calcification. The physician was satisfied with size and graft placement and will follow up with the patient for possible intervention. No clinical sequelae were reported and the patient is being monitored.